Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault. Surgical pi was performed during the surgery. Lens remains implanted. Cause of the event was reported as unknown.

Manufacturer narrative:
H6 - investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. (B)(4).